Manufacturer narrative:
Product ID 8709sc, lot# n178302035, implanted: 2008 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6);product type catheter. (B)(4).

Event description:
It was reported, the patient was hospitalized due to lethargy. The healthcare professional (hcp) ordered the pump to be turned down from 1.6mg/day to 48mg/day. It was not reported what drug was in the pump. It was further reported the pump was used to deliver dilaudid.